Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd administration set exhibited leaking from the air-eliminating vent opening in the filter. It was reported that the patient was a teenage boy receiving blinatumomab therapy. Total 5 separate leaking events were reported. There was no patient injury due to the reported event.